Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient underwent a hysterectomy in (B)(6) 2013. It was reported that on (B)(6) 2013 the patient underwent mesh removal due to urinary retention. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.